Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to an internally shorted esd700 processor. The root cause of the shorted processor was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt( B)(4) and reported that the electrode belt was unable to communicate with a monitor.